Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: capsular contracture (baker's grade unknown). Concomitant medical products: 550cc mentor memorygel breast implant, catalog #3505501bc, serial #(B)(4), lot #268352. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female underwent primary breast augmentation with a 550cc mentor memorygel breast implant and experienced capsular contracture post procedure. The patient stated to have right sided pain and hardness. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed for the finished device number 268352 on 4/30/2019, and no non-conformances related to the reported complaint were identified. (B)(4).